Manufacturer narrative:
We checked the returned unit and confirmed that the distal end with ccd module shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the distal end with ccd module. In addition, we confirmed that the operation channel leak, the bending rubber cut, the remote control buttons cut, the distal body worn out, the operation channel resistance, and the air/water socket chipped/cut o-ring; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).